Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an unexpected toric adverse outcome post aberrometer assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Aberrometer analysis review indicated there was no evidence of device malfunction. The root cause of the reported event cannot be determined conclusively. (B)(4).